Manufacturer narrative:
H10: the actual device was not available; however, a photograph of the sample was provided for evaluation. The photograph was visually inspected and the female connector was separated from the main body. The reported condition was verified. The cause of the condition was related to inadequate solvent during the manufacturing process. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the female connector (navy blue) separated from the main body of a peritoneal dialysis (pd) transfer set; further described as "the navy blue luer lock section undid itself from the transfer set". This event occurred during use of the device for peritoneal dialysis therapy. To resolve the issue, the transfer set was replaced. There was no patient injury or medical intervention associated with this event. No additional information is available.